Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 600 mg/dl. The customer was admitted to the hospital. Customer's blood glucose at time of emergency room visit was 600 mg/dl. The customer was experiencing symptoms of vomiting and extremely thirsty. The customer outcome of emergency room visit was diabetic ketoacidosis. The customer was wearing the pump at the time of emergency room visit. The customer was assisted with performing high pressure test and no delivery alarm. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to follow up with health care provider concerning unexplained high blood glucose. The customer was advised that we will replace her pump.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.